Event description:
It was reported by the patient that on (B)(6) 2015 the patient removed her right contact lens from the contact lens solution lens case and put it in her eye and the lens immediately ¿suctioned¿ to her eye. The patient noted that at that time that she could tell the solution had not neutralized properly. The patient is a long time user of the product. The patient then immediately rinsed her eye with sterile eye drops and water. She then made an appointment with the eye care professional. The patient noted that she burned all of the epithelial cells off of the lower portion of her right eye. She was in ¿excruciating pain¿ and could not work for 3 days. The patient¿s eye was treated with tobradex eye ointment 3 times a day for one week, aspirin eye drops for the pain and refresh drops to rinse the eye out. Follow-up information received on (B)(6) 2015 states that the patient was seen by her eye care professional (ecp) on (B)(6) 2015. The patient stated that the event has since resolved and that she has resumed contact lens wear; the patient also stated that no follow-up appointment has been scheduled with the ecp. Additional information has been requested but not yet received.

Manufacturer narrative:
According to the information provided in the 1610287-2015-00513 follow-up #1 report, a completed adverse event form was received from the ecp which indicated that the patient experienced severe corneal staining with a severity of less than 50%. Based on review of facts available at this time, this event will no longer be considered serious or reportable.

Event description:
Additional information received on (B)(4) 2015 from the ecp in the form of the completed adverse event form. The form stated that the patient was not hospitalized. The patient wore her lenses daily and removed them at night and the prescribed replacement schedule was monthly. The event caused severe pain/discomfort with moderate redness. There was watery discharge, no anterior chamber reaction, and no ulcers or infiltrates present. There was severe corneal staining with a severity of less than 50%. The clinical diagnosis was chemical keratoconjunctivitis of the right eye. The treatment prescribed was tobramycin ointment three times a day for seven days and diclofenac four times a day when necessary. It was stated that the event resolved and the patient was able to resume lens wear on (B)(6) 2015. Also received on (B)(4) 2015 were the medical records from her clinic visits. The record dated (B)(4) 2015 stated that the consumer was there for an eye problem. It was burning, painful, red, and watering. There was no change in vision and no swelling. That morning, her eyes were perfectly fine until she took her contact lens out of the solution case and put it in her eye. It immediately began to burn so she took the lens out and rinsed her eyes with redness eye drops and also used a wet wash cloth. It also stated that her lenses were left to soak in the solution for the appropriate amount of time. The left lens was never inserted. The diagnosis was chemical keratoconjunctivitis. The right eye had significant keratitis across the inferior 1/3 of the cornea with staining. The cornea was otherwise clear with trace spk (superficial punctate keratitis). The conjunctiva was also injected and had small papilla. The consumer was to follow-up with the doctor in five days for a recheck or sooner if necessary. Tobramycin was prescribed for use three times a day for five days, along with preservative free artificial tears if necessary. No contact lens wear was permitted until the consumer was rechecked. The record dated (B)(4) 2015 stated that the consumer returned for a one day follow-up on her keratitis in the right eye. The consumer reported that as the day went on the previous day, her eye became slightly more uncomfortable. The consumer held ice to the eye while she was awake to help slightly. She also called in and spoke with the doctor who prescribed the diclofenac drops, which she last took at 9:30 on the same morning. The tobramycin was not used yet. The consumer stated that the burning is still noticeable; the same as the previous day. Vision is unaffected. The record also stated that the right eye continued to have significant keratitis across the inferior 1/3 of the cornea, slight improved from yesterday. The conjunctiva is injected. The plan for that day was to apply a tobramycin and dexamethasone patch to the eye overnight and will return the next day to have it removed. The record dated (B)(4) 2015 stated that the consumer was back for another one day recheck. The consumer did well with the tobramycin and dexamethasone patch. Irritation is still noticed towards the lower inside part of the eye but it has definitely improved. The left eye has been feeling tired from having to rely on it so much. The right eye conjunctiva is less injected and 60% of the epithelial defect has cleared. The left eye (not related to the event) has +1 spk inferiorly, conjunctiva clear but likely dry. The consumer was to follow-up on monday for a recheck and was advised to go to the ER if there were any problems over the weekend. The consumer was to resume the tobramycin ointment three times a day, preservative free artificial tears frequently in both eyes and the diclofenac four times a day if necessary. The record dated (B)(4) 2015 stated that the consumer noticed continued improvement over the weekend. There is some irritation in the bottom corner of the eye, but it is tolerable. The tobramycin is being used but has not needed the diclofenac (used only one drop the previous day). Vision is unaffected. The right cornea shows continued healing. There is now just +1 punctate staining across the inferior 25% of the cornea. The plan for the consumer was to continue the tobramycin in the right eye through wednesday then discontinue. Artificial tears were to be used when necessary. The consumer was to wait one week before resuming lens wear.

Manufacturer narrative:
Chemical keratoconjunctivitis. Investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).